Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pumps alarmed when this particular lot was used. A new cassette was placed on the pump instead. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.